Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received notification for non-sustained rv oversensing via merlin.net. Review of the transmission revealed possibility of myopotential. Far-p wave oversensing on ventricular channel was also noted. Programming changes were made. The patient is stable.